Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 5.00mm / 2.0cm / 135cm 2cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured multiple times at 10 atmospheres for several seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.